Manufacturer narrative:
B3 - date of event: used (B)(6) 2021 as the event date was not reported. Device evaluated by MFR: the direxion microcatheter was returned to boston scientific for analysis. The device shaft was analyzed for any damage. The device shaft showed 1 fracture located 59cm from the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. A fracture was confirmed.

Event description:
It was reported that the microcatheter broke. A direxion fathom-16 system was selected for use in a coiling procedure. During the procedure, it was noted that the device broke in the middle of coiling. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Date of event: used (B)(6) 2021 as the event date was not reported.

Event description:
It was reported that the microcatheter broke. A direxion fathom-16 system was selected for use in a coiling procedure. During the procedure, it was noted that the device broke in the middle of coiling. The procedure was completed with a different device. No patient complications were reported.